Event description:
Patient care technician (pct) set up a dialysis machine with a tablo dialysis cartridge and noticed that there was saline leaking on the floor in front of the machine and determined that it was coming from the back of the dialysis cartridge. They stopped the setup and ejected the cartridge and found a leak in the blood tubing near the section that connects the blood tubing to the blood pump section of the tubing. The pct continued the setup with a different dialysis cartridge. The equipment was a tablo dialysis cartridge. Pn-0004220, lot #m23156l03s01, expiration date 12/31/24. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, tablo(r) cartridge (per site reporter). Outset medical has been notified in the past of this issue and they don't usually respond or they delay investigation. User facility has had multiple reports on this item in the last years with no resolve.